Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 432 mg/dl. She was extremely dehydrated. The customer changed the infusion set and injected with a syringe to treat her high blood glucose level. The insulin pump was stuck in the rewind complete/bolus delivery loop. The insulin pump had a delivery anomaly. The boluses were not recorded since the night before. The insulin pump did not complete the bolus requested at lunch. The device was not returned.